Event description:
Information was received from a patient who was receiving 5.0 mg/ml bupivacaine at a dose of 0.2501 mg/day, and 1.0 mg/ml dilaudid at a dose of 0.0500 mg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported by the patient that after they were implanted their blood pressure dropped in recovery and was low. It was also reported that the patient had a migraine immediately after the implant. The patient also reported that their arm was red, hot, and swollen. The patient also mentioned that they were itchy from the pump site to their back. After the patient's pump drug was increased the patient experienced projectile vomiting. It was also reported their whole right arm tightened up and they had a muscle spasm. When the spasm finally released it bruised. The pump medication was removed in an emergency room (on (B)(6) 2017 or (B)(6)) and replaced with saline. The patient was given an unknown medication for the arm spasms and they stopped and the itching stopped at the same time. It was reported the patient was in agony and couldn't sit, lay, or walk. The patient reported they had no therapeutic effect since the implant, and they have had worse pain since the implant (instead of their foot it¿s the whole leg, "from back to leg"). The patient also reported spasms in their back and leg, "like when you light an ant on fire." The patient stated "their foot felt like it got run over by a tractor trailer." The patient reported having nerve pain coming down their back to the leg. It was reported the patient wanted to have a refill on (B)(6) 2017 but the doctor forgot to order medication so the doctor wanted the patient to wait another two weeks. The patient stated they are wondering why have the pump at all and might just want it taken out. It was reported the patient had an open wound at the implant site. Due to the patient allergies the incision was glued instead of sutured. The patient stated since the implant the wound had been open and that the front is more open than the back. It was stated by the patient that recently something had been coming out of the wound. The patient stated their tank tops had been ruined by this. The patient stated they wash the site with chloraxidine. The patient stated the healthcare provider didn¿t address this when they went in on (B)(6) 2017. The patient expressed that "offing themselves," might be an option and that a life is not worth living like this and that she wasn't joking about it. No further complications were anticipated/reported.